Event description:
The reported issue is unclear, a email for clarification has been sent out. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
Pending.

Manufacturer narrative:
Following the initial report, multiple attempts were made to follow up with the customer but no response was received. As such, troubleshooting could not be performed and a cause for the failure could not be determined. Philips is unable to rule out that a malfunction did not occur. A definitive cause for the alleged failure could not be determined. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.